Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d8, d9, h3, h4, h6. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is d02 - cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the balloon channel port of the subject device was loose/wiggly. The reported malfunction occurred during reprocessing. There was no patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.